Event description:
Boston scientific received corrected information from the field representative. The device model and serial number initially reported were for the patient's current device. The actual device that had reached end of life (eol) battery status and could not be interrogated was explanted and replaced in september 2013. The field representative was made aware of the device issue in february 2014. There were no problems reported with the patient's current device, that device remains in service.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker was not able to be interrogated. It was suspected the device had reached end of life (eol) battery status. The device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4) the explanted device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.